Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited high capture threshold resulting in intermittent loss of capture. Programming changes were made. The patient was stable.